Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00282, device 2 is being reported under MDR-2247858-2024-00295, and device 3 is being reported under MDR-2247858-2024-00296. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Occlusion: for unknown causes, occlusion in both legs of the treo device occurred due to thrombus adherence in the stent grafts. Thrombectomy was performed using a fogarty (edwards lifesciences) and bare stents (manufacturer unknown) were additionally implanted. The occlusions have improved, and the patient is under observation. The circumstances of the event are unknown. Operation type: thrombectomy and additional stent graft implantation no image available due to hospital policy pre-case plan available: schema attached no additional information available due to hospital policy (tc#bm241002065)" patient outcome: "the patient was in serious condition but has recovered and is under observation."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00282, device 2 is being reported under MDR-2247858-2024-00295, and device 3 is being reported under MDR-2247858-2024-00296. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Occlusion: for unknown causes, occlusion in both legs of the treo device occurred due to thrombus adherence in the stent grafts. Thrombectomy was performed using a fogarty (edwards lifesciences) and bare stents (manufacturer unknown) were additionally implanted. The occlusions have improved, and the patient is under observation. The circumstances of the event are unknown. Operation type: thrombectomy and additional stent graft implantation. No image available due to hospital policy. Pre-case plan available: schema attached. No additional information available due to hospital policy. (Tc#(B)(4))". Patient outcome: "the patient was in serious condition but has recovered and is under observation."